Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap (lot#:p4f0988) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy, the jaws of the device would not open. The handle and the cartridge were replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the clamping mechanism was deformed. The laminates were bent. Functional testing found that the reload was unloaded from the instrument. The reload was then reloaded onto the subject instrument for functional testing. The reload was able to be cycled through the interlock. It was reported that the jaws of the device would not open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of bent laminates that had no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.